Event description:
On (B)(6) 2011, the lay-user/patient and his wife contacted animas and reported that his blood glucose (bg) levels had been high since (B)(6) 2011. The patient had reportedly changed the site on (B)(6) 2011 at an unspecified time and the cannula was noted as not being kinked. That day, the patient claimed that his bgs were in the "200-300's" mg/dl. However, the next day, the patient claimed that his bg was over 500mg/dl. The patient indicated that he had been in contact with a health care provider (hcp) and was awaiting a call back to determine when to start a backup plan. The patient had taken a correction bolus of 33 units of humalog at 11:00 am and his bg had decreased to 456 mg/dl. He reportedly had symptoms of nausea and a small amount of vomiting. The patient indicated that he had received an empty cartridge alarm at on (B)(6) 2011 at 2:14 am. However, when the patient checked the cartridge, he claimed that it was still half full. He attempted to rewind the pump. The patient claimed that the pump would only rewind half way. He manually pushed the piston rod to obtain a complete rewind. He did not notice a change in motor sound at the time. He also denied that there was any trauma to the pump or visible cracks on the device's casing. The cartridge cap was on the cartridge compartment tightly. The patient denied that he had an issue with not being able to rewind the pump before. He also denied that the pump was exposed to any moisture or debris. The tdd was not reviewed. The patient declined to complete troubleshooting since he felt nauseous. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that he developed an elevated bg level suggestive of a serious injury. He also claimed that the pump alarmed for an empty cartridge although the cartridge was still half full. It is unknown at this time if there was an issue with the pump, cartridge, and/or tubing that contributed to the patient's injury.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the total daily dose history showed from (B)(6) 2011 to the end of pump use on (B)(6) 2011, that the daily insulin delivery totals correctly reflected the user programmed basal rates. The pump's history revealed that the patient did not respond to low cartridge alarms and low prime warnings appropriately and did not reinsert the cartridge. The pump was found to be empty during the prime step after the patient turned off the pump and rebooted the pump. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications.

Manufacturer narrative:
The pump has been returned to animas for evaluation. The evaluation of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.